Event description:
A rotor stall was diagnosed in 2004 via pump study. The pt was supplemented with opiods. The pump and catheter were explanted and replaced about three months later. The device system was then returned to the MFR for analysis.